Event description:
It was reported that the right atrial lead was not performing as expected. The lead was explanted and replaced. The patient experienced no adverse consequences.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.